Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels rose from 252 mg/dl to 426 mg/dl while wearing the pod longer than 48 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site (abdomen). As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would contribute to a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. In addition, the received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined.